Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by 10 minutes; cause was unknown. Reportedly, the customer corrected the pump time to resolve the issue. Additionally, it was reported that the cartridge connection disconnected. Reportedly, the customer reconnected the luer lock connection to resolve the issue and resume insulin. Customer's blood glucose level ranged from 217 mg/dl to 457 mg/dl.